Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display.

Manufacturer narrative:
Submitted: 01/05/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox and alarm history revealed multiple, persistent call service alarms. On investigation, the pump powered on normally and displayed the verify screen as intended. The pump delivered a call service alarm. The pump was opened for investigation and revealed a component on the printed circuit board had malfunctioned resulting in the call service alarm. The display screen was noted to be dim and discolored.